Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) experienced an automatic inflation malfunction during use. No harm or injury to the patient was reported.